Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed stent and shaft damage. The stent implant was received detached from the sds. The stent was received stretched longitudinally and crushed, the length of the stent measured 9 cm. The balloon was loosely folded. Blood and contrast media were present in the inner lumen along the length of the device. The shaft was separated 114 cm from the hub, the separated distal shaft was stretched and had multiple kinks. There was no evidence of any material deficiencies that could have contributed to the damage and stent detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties, a shaft break and stent dislodgement occurred. The patient presented with non-st segment elevation acute coronary syndrome. Access was obtained through the right radial artery. The 70-90% stenosed, 20mmx3mm, type c de novo target lesion was located in the anterior interventricular artery ii. The lesion was pre-dilated with a maverick balloon. Next, a 38x2.75 taxus liberte stent delivery system (sds) was advanced but failed to cross the lesion. During withdrawal, the stent became stuck in the left anterior descending (lad) artery and the shaft broke and embolized into the ascending aorta. Access was obtained through the right femoral artery and the hypotube was successfully removed using a lasso technique, however during retrieval the stent could not enter the femoral sheath and it dislodged and migrated to the femoral artery. It was retrieved with a new lasso. The procedure was completed with a 2.75x28mm and 3.0x24mm taxus stent. The patient received a red blood cell transfusion due to the loss of blood during the long procedure which required several vascular access sites. No additional patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during a stenting treatment procedure, removal difficulties, a shaft break and stent dislodgement occurred. The patient presented with non-st segment elevation acute coronary syndrome. Access was obtained through the right radial artery. The 70-90% stenosed, 20mmx3mm, type c de novo target lesion was located in the anterior interventricular artery ii. The lesion was pre-dilated with a maverick balloon. Next, a 38x2.75 taxus liberte stent delivery system (sds) was advanced but failed to cross the lesion. During withdrawal, the stent became stuck in the left anterior descending (lad) artery and the shaft broke and embolized into the ascending aorta. Access was obtained through the right femoral artery and the hypotube was successfully removed using a lasso technique, however during retrieval the stent could not enter the femoral sheath and it dislodged and migrated to the femoral artery. It was retrieved with a new lasso. The procedure was completed with a 2.75x28mm and 3.0x24mm taxus stent. The patient received a red blood cell transfusion due to the loss of blood during the long procedure which required several vascular access sites. No additional patient complications were reported and the patient's status is stable.